Event description:
The pt had a trach in 2009. At about 11 days later, the pt went to the or to have a tip of the suction tube used removed from the lung. The tip screws in place, and it came disconnected from the suction body during use. The tip was removed, by bronchoscopy in the o.r.